Event description:
Caller alleged false negative hcg results using the henry schein one step + hcg urine cassette test. Technical services was unable to contact the customer to obtain additional information. No report of death or serious injury.

Manufacturer narrative:
Customer is reporting false negative hcg results. No lot number was provided. Unable to perform further investigation due to insufficient event details. This issue will be tracked and trended. Corrective action is not required at this time.